Event description:
According to the patient, he was taken by his wife to the hospital and did experience a change in health condition possible related to the reported device issue. The machine was making noise and would not hold charge. While patient was out it stopped working unless plugged into wall. He states he had to go to the hospital because unit was not functioning properly. There were audible and visual alarms on the device at the time of the event and he did have a replacement unit at home. He is on continuous oxygen 24/7 @ level 4-6. He states he is doing well and "would like to have a brand-new unit instead of refurbished". He received a replacement unit within 48 hours.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.